Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. The field service engineer found a cubie failure and released the cubie in the hardware testing application, and the customer replaced it. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station drawer 3, pocket e1 (2×2 cubie) containing the medication continued to fail despite recovery attempts and rebooting the pyxis system. After recovery, the system displayed an error indicating that maintenance was required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.